Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis. The break in aseptic technique was further described as the patient self-connecting for therapy without training. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection (inj.) Vancomycin (1 gram, start dose (once), route not reported), inj. Amikacin (150 mg, start dose (once), route not reported), inj. Reflin (500mg, each bag 4 hour once, intraperitoneally ), inj. Fortum (500 mg, each bag 4 hours once, intraperitoneally) and inj. Piptaz (2.25 gram, three times a day, intravenously) for the peritonitis. Treatment was ongoing and the patient was recovering from the event. Dianeal therapy was ongoing. On an unreported date, extraneal therapy was discontinued. No additional information is available.